Event description:
Could not walk [unable to walk] right knee swelled [knee swelling] right knee mild crepitus [joint crepitation] patellar mobility right painful [patellofemoral pain syndrome] left medial joint line tenderness, right medial joint line tenderness/ right peri-patellar tenderness [injection site joint tenderness] right knee effusion [effusion (r) knee] case narrative: this case is cross referenced with (B)(4). Initial information received on 23-jan-2019 regarding an unsolicited valid serious case received from a lawyer. This case involves a 56 years old female patient who experienced coud not walk, right knee swelled, right knee mild crepitus, patellar mobility right painful, right medial joint line tenderness/ right peri-patellar tenderness and right knee effusion, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included arthritis with received steriod and gel injections, gastrointestinal haemorrhage, nephrolithiasis, pulmonary mass, colonoscopy, polypectomy, arthralgia, injection site joint discomfort, joint stiffness, depression, diverticulum, anxiety, lt knee scope, pmm, mfc and patella chondroplasty and loose body removed, leukocytosis, joint instability, injury, nephrolithiasis, meniscus removal. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gait disturbance in nov-2017 and non-tobacco user. Concomitant medications included oxycodone; fluoxetine hydrochloride (prozac); zolpidem tartrate (ambien); ibuprofen (ibuprofen); and tramadol hcl (tramadol hcl), vitamin d3 50000, gabapentin, bentyl, naproxen, flonase allergy relief. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection in right knee via intra-articular route 48 mg, frequency unknown (lot - unk) for bilateral knee osteoarthritis left grade 3 medial compartment and right grade 2-3 medial. On the same day in the evening, the patient developed an event of could not walk (gait inability), right knee swelled (joint swelling) after starting use of hylan g-f 20 and sodium hyaluronate. The patient presented to the physician using crutches and wearing ace bandages. The patient reported that evening after the injection, both knees swelled to the point that she could not walk. On an unknown date, the patient developed right knee mild crepitus (joint noise), patellar mobility right painful (patellofemoral pain syndrome), right medial joint line tenderness/ right peri-patellar tenderness (injection site joint pain) after starting use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was right knee swelled, mild could not walk, grade 1 right knee effusion, right medial joint line tenderness/ right peri-patellar tenderness, patellar mobility right painful, right knee mild crepitus. Outcome- unknown for all events a product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria- disabilityfor could not walk. And right knee swelling. Additional information received on 08-feb-2019. Global ptc number and results added. Text amended accordingly.

Event description:
Could not walk [unable to walk]. Right knee swelled [knee swelling] . Right knee mild crepitus [joint crepitation] . Patellar mobility right painful [patellofemoral pain syndrome] . Left medial joint line tenderness, right medial joint line tenderness/ right peri-patellar tenderness [injection site joint tenderness]. Right knee effusion [effusion (r) knee]. Case narrative: this case is cross referenced with (B)(6) (same patient). Initial information received on 23-jan-2019 regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) years old female patient who experienced could not walk, right knee swelled, right knee mild crepitus, patellar mobility right painful, right medial joint line tenderness/ right peri-patellar tenderness and right knee effusion, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included arthritis with received steroid and gel injections, gastrointestinal haemorrhage, nephrolithiasis, pulmonary mass, colonoscopy, polypectomy, arthralgia, injection site joint discomfort, joint stiffness, depression, diverticulum, anxiety, lt knee scope, pmm, mfc and patella chondroplasty and loose body removed, leukocytosis, joint instability, injury, nephrolithiasis, meniscus removal. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gait disturbance in (B)(6) 2017 and non-tobacco user. Concomitant medications included oxycodone; fluoxetine hydrochloride (prozac); zolpidem tartrate (ambien); ibuprofen (ibuprofen); and tramadol hcl (tramadol hcl), vitamin d3 50000, gabapentin, bentyl, naproxen, flonase allergy relief. On (B)(6) 2018, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate), injection in right knee via intra-articular route 48 mg, frequency unknown (lot - unk) for bilateral knee osteoarthritis left grade 3 medial compartment and right grade 2-3 medial. On the same day in the evening, the patient developed an event of could not walk (gait inability), right knee swelled (joint swelling) after starting use of hylan g-f 20 and sodium hyaluronate. The patient presented to the physician using crutches and wearing ace bandages. The patient reported that evening after the injection, both knees swelled to the point that she could not walk. On an unknown date, the patient developed right knee mild crepitus (joint noise), patellar mobility right painful (patellofemoral pain syndrome), right medial joint line tenderness/ right peri-patellar tenderness (injection site joint pain) after starting use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was right knee swelled, mild could not walk, grade 1 right knee effusion, right medial joint line tenderness/ right peri-patellar tenderness, patellar mobility right painful, right knee mild crepitus. Outcome- unknown for all events. Seriousness criteria- disability for could not walk. And right knee swelling.